Event description:
Per the clinic, the patient experienced recurrent infection around the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was administered with oral and topical antibiotics (specific date and duration not reported) due to recurrent infection around the abutment site (specific date not reported)